Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they were hospitalized, twice, due high blood glucose levels. Customer's blood glucose reading was between 504 to 522 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting. Customer was disconnected from the insulin pump and remained in the hospital over night. Customer reported that the insulin pump excessively alarmed no delivery. Customer removed her infusion set and the cannula was a little curved. Customer reported that the no delivery issue remained resolved after multiple infusion set changes. Product is not expected to return.